Event description:
Olympus was informed that after the completion of the laparoscopic hysterectomy, the facility found that the patient suffered severe burn on the thigh where the patient plate was located. The patient became prolonged the hospitalization. The facility used the patient plate that olympus did not endorse.

Manufacturer narrative:
The referenced device was not returned to the olympus medical systems corp for evaluation. According to the literature, it is known that a patient burn around a patient plate is attributed to insufficient contact between the patient plate and the patient skin due to the use of inappropriate patient plate (small size) and/or the inappropriate attachment of the patient plate. The cause of the reported phenomenon could be determined to the user mishandling or the use of inappropriate patient plate. Olympus stated the endorsed patient plates and the appropriate handling of the patient plate in the instruction manual of ues-40. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.